Event description:
At 0240, the pump was programmed to deliver 100 mg/100 ml of diltiazem at a rate of 10 ml/hr with a volume to be infused (vtbi) of 87 ml. Reportedly, after the nurse turned the control knob to the run position, the pump did not start delivering. The nurse then turned the control knob to the hold position and then back to the run position. At that time, the pump started delivering. At 0500, the pump alarmed "infusion complete." At that time, the nurse noted that 87 ml to 100 ml of diltiazem was delivered. The programmed settings were checked by two nurses who verified that the pump was programmed to deliver at a rate of 10 ml/hr. The physician was notified. The pt was treated with a 500 ml bolus of 0.9% sodium chloride and an infusion of three amps of calcium gluconate in 100 ml 0.9% sodium chloride, which was delivered for a duration of one hour. There were no reported adverse pt sequelae. The device was removed from clinical service.